Event description:
Boston scientific received information that this patient presented to the hospital. When interrogation the device the svc coil to device vector showed out of range shocking impedances. All other vectors were within normal range. The svc coil was turned off and the device was programmed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.